Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the drill bit cold welded inside the tibial cutting guide. A portion of the drill bit broke off, and the remainder which is stuck inside the cutting guide is bent.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received with investigation pending.

Manufacturer narrative:
The device was received for evaluation. Visual inspection confirmed that the returned drill had fractured towards the start of the threaded portion of the drill bit. The drill is seized in one of the holes of the cut guide and is bent. Inspection of the cut guide identified that the remaining seven holes accept the appropriate pin gauge. Reported information indicates the drill fracture and bending occurred when attempting to remove the seized drill from the cut guide. Dimensional analysis and hardness testing showed the components to be conforming to print specifications. The drill and cut guide were manufactured in september 2014 and november 2015 respectively, with an approximate field age of 1 year 6 months and 4 months, and have been used in an unknown number of surgeries. Review of the receiving inspection reports for the drill and cut guide identified no deviations or anomalies. This information indicates the devices left zimmer biomet control conforming to specifications. The device is used for treatment. A product history search identified no other complaints the part and lot combinations of the drill or cut guide. Previous investigation of this failure mode has identified that binding of the drill and guide can be caused due to the drilling or cutting technique. The risk of the drill fracturing during use is addressed in the general drills dfmea (instrument risk group 1 ¿ cutting and drilling instruments rmf).